Manufacturer narrative:
(B)(4). Date sent: 2/26/2024 d4: batch #392c36 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device cut and performed without any difficulties. Additionally, one photo was provided and it showed two donuts that appeared to be complete. A manufacturing record evaluation was performed for the finished device batch number 392c36, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: no patient consequences. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: surgeon practice is normal patient care.

Event description:
It was reported that during an anterior resection the suture does not cut through by cdh29p. The orange bar is within the green zone prior to firing. 15 second pre-compression is performed prior to firing. Breakaway washer is heard. Green tick sign is shown. The donut formation is complete. Air leak test is performed and it shows negative. The surgery was delayed 3 minutes. Surgeon manually cut the suture and remove the suture from outside., the procedure was successfully completed.

Manufacturer narrative:
(B)(4), b3: only event year known: 2024. Date sent: 2/6/2024. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.